Event description:
It was reported that filter movement out of position in an open state occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into the ascending aorta and the proximal filter was deployed. During cannulation of the left common carotid artery the entire sentinel cps device advanced and the proximal filter moved into the aorta in an open state. The proximal filter was recaptured and redeployed. The proximal filter redeployed in an atypical shape and was recaptured. Another attempt was made to redeploy the proximal filter but was unsuccessful. The sentinel cps was removed and the procedure was completed with a new sentinel cps. No patient complications were reported.